Event description:
It was reported an issue with monosyn suture. The client reported that the needle breaks off when sewing. Additional information received: we use monosyn threads for labioplasty and perineovaginoplasty. We perform the procedures in women between the ages of 17 and 50. Regarding weight, we do not collect this information from the patient, it is not required for the procedure as we anaesthetise locally. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 4,716 units of this code-batch. There are no units in our stock. We have received 10 open and contaminated samples with the needle detached from the thread, some of them with the thread wound on the pack and some of them unwound. Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, considering all defective samples received, we consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.